Event description:
The customer reports a leaking valve on the mp1000-c connector during a CT scan in radiology. "The unit was then flushed by manual syringe with no problem. Following this, the unit was tested by the automated CT infusion apparatus, and then followed by the contrast solution. During this infusion the contrast leaked onto the CT table. Only a minimal amount of contrast entered the pt. All connections were then more than double checked to ensure proper connection with no leakages. The device was absolutely secure. At this time the connector was flushed manually and was found to not function at all, the connector accepting no fluid. The device was then replaced with no further problems, and the CT study was completed." There was no report of pt harm or medical intervention. The customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the connector has not been received. A f/u report will be submitted with failure investigation results should the connector be returned for eval.